Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration and cutaneous contour deformity (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 235cc on both sides and suffered from a rupture on the right side. On (B)(6) 2021, mentor became aware that the patient experienced right side rupture and capsular contracture; baker grade IV, and left side device migration and cutaneous contour deformity. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.